Event description:
On january 12, 2023 patient contacted novathreads directly explaining her concerns about threads implanted on her on (B)(6) 2022. Patient reported complication and requested advice to dissolve the threads. On january 13, 2023 patient was requested about provider contact information in order to initiate an investigation. Patient replied with contact information and began to ask multiple questions regarding diagnosis and treatments. On january 13, 2023 provider was contacted by novathreads to initiate investigation who contributed with information below: "on (B)(6) 2022 patient had threads placed. States that she noticed a sore starting on her lip two days later and started her valtrex. Patient states she felt something firm sticking out of the bottom of her left lower lip. Infinity thread popping through her left lower lip. The thread was extracted (and appears to be broken in half). On (B)(6) 2022 follow up-- patient verbalized she had tenderness at a spot-on left side near the lip two days after and she could feel the bump there. Patient said she tried to push on it and the end thread pushed out. Patient was seen to pull portion of the thread out. The site looks intact today, no redness, no swelling, no tenderness. Rest of the face assessed, and no complications noticed. On (B)(6) 2023* follow up-- patient had a thread on left lower face that broke and poked out . Portion of the thread was successfully removed. Patient skin looked intact at the follow up 2 weeks ago. Patient still had mild discomfort on animation. Patient was seen yesterday -patient verbalized that the rest of the broken thread piece is poking the skin and creating discomfort. Patient here today for follow up with the same concern. On (B)(6) 2023* follow up-- after consent was obtained, an oral block was administered. After adequate time for analgesia, the left and the right threads were attempted to be removed. Partial removal of the right thread was achieved however, the left thread was not visible. Pressure was applied, ice was given, and the patient tolerated the procedure well. She was encouraged to follow up as needed. Patient states that the malfunction of the thread is impacting her everyday life from speaking, eating, kissing her children good night. She states that there is discomfort with movement." Novathreads offered the provider with medical advice, which they rejected. On january 18, 2023 patient contacted novathreads medical director requesting to speak with him directly regarding potential treatments. On january 19, 2023 novathreads' medical director contacted the practitioner to explain that because their patient is not a patient of his, he can not possibly provide direct medical advice to the patient. He can, however, offer advise to them (the practitioner) on february 1, 2023 provider sent a follow up email to nt medical director stating although the patient understands he is unable to answer her questions directly, the patient was adamant to express additional concerns. This is an ongoing investigation, therefore, additional information will be added. Update; on 03/14/2023 we received a notification from FDA that the patient had filed MDR report # mw5115401 on 02/28/2023. In the description of the event or problem reported by the patient, important information was omited, such as, the customer attempts to remove threads themselves. Despite the patient's claims about the lack of direction provided from the medical director, our medical director has been in communication with the hcp to the best of his ability. The medical director is not allowed to reply to the patient directly or indirectly as they are not his patient. However, on 01/19/2023 he offered the physician to answer any questions regarding her treatment or care.

Event description:
On (B)(6) 2023, patient contacted novathreads directly explaining her concerns about threads implanted on her on (B)(6) 2022. Patient reported complication and requested advice to dissolve the threads. On (B)(6) 2023, patient was requested about provider contact information in order to initiate an investigation. Patient replied with contact information and began to ask multiple questions regarding diagnosis and treatments. On (B)(6) 2023, provider was contacted by novathreads to initiate investigation who contributed with information below: "on (B)(6) 2022, patient had threads placed. States that she noticed a sore starting on her lip two days later and started her valtrex. Patient states she felt something firm sticking out of the bottom of her left lower lip. Infinity thread popping through her left lower lip. The thread was extracted (and appears to be broken in half). On (B)(6) 2022, follow up-- patient verbalized she had tenderness at a spot-on left side near the lip two days after and she could feel the bump there. Patient said she tried to push on it and the end thread pushed out. Patient was seen to pull portion of the thread out. The site looks intact today, no redness, no swelling, no tenderness. Rest of the face assessed, and no complications noticed. On (B)(6) 2023, follow up-- patient had a thread on left lower face that broke and poked out . Portion of the thread was successfully removed. Patient skin looked intact at the follow up 2 weeks ago. Patient still had mild discomfort on animation. Patient was seen yesterday patient verbalized that the rest of the broken thread piece is poking the skin and creating discomfort. Patient here today for follow up with the same concern. On (B)(6) 2023, follow up-- after consent was obtained, an oral block was administered. After adequate time for analgesia, the left and the right threads were attempted to be removed. Partial removal of the right thread was achieved however, the left thread was not visible. Pressure was applied, ice was given, and the patient tolerated the procedure well. She was encouraged to follow up as needed. Patient states that the malfunction of the thread is impacting her everyday life from speaking, eating, kissing her children good night. She states that there is discomfort with movement." Novathreads offered the provider with medical advice, which they rejected. On (B)(6) 2023, patient contacted novathreads medical director requesting to speak with him directly regarding potential treatments. On (B)(6) 2023, novathreads' medical director contacted the practitioner to explain that because their patient is not a patient of his, he can not possibly provide direct medical advice to the patient. He can, however, offer advise to them (the practitioner). On (B)(6) 2023, provider sent a follow up email to nt medical director stating although the patient understands he is unable to answer her questions directly, the patient was adamant to express additional concerns. This is an ongoing investigation, therefore, additional information will be added. Update: on 03/14/2023 we received a notification from FDA that the patient had filed MDR report#: mw5115401 on 02/28/2023. In the description of the event or problem reported by the patient, important information was omited, such as, the customer attempts to remove threads themselves. Despite the patient's claims about the lack of direction provided from the medical director, our medical director has been in communication with the hcp to the best of his ability. The medical director is not allowed to reply to the patient directly or indirectly as they are not his patient. However, on (B)(6) 2023 he offered the physician to answer any questions regarding her treatment or care. Update; on 08/24/2023, during a call with the office manager at the hcp facility confirmed the patient has not responded to multiple contact attempts. Additionally, the patient has not scheduled an appointment regarding the procedure since attending the last follow-up with their medical director on (B)(6) 2023.

Event description:
On january 12, 2023 patient contacted novathreads directly explaining her concerns about threads implanted on her on (B)(6) 2022. Patient reported complication and requested advice to dissolve the threads. On january 13, 2023 patient was requested about provider contact information in order to initiate an investigation. Patient replied with contact information and began to ask multiple questions regarding diagnosis and treatments. On january 13, 2023 provider was contacted by novathreads to initiate investigation who contributed with information below: "on (B)(6) 2022 patient had threads placed. States that she noticed a sore starting on her lip two days later and started her valtrex. Patient states she felt something firm sticking out of the bottom of her left lower lip. Infinity thread popping through her left lower lip. The thread was extracted (and appears to be broken in half). On (B)(6) 2022 follow up-- patient verbalized she had tenderness at a spot-on left side near the lip two days after and she could feel the bump there. Patient said she tried to push on it and the end thread pushed out. Patient was seen to pull portion of the thread out. The site looks intact today, no redness, no swelling, no tenderness. Rest of the face assessed, and no complications noticed. On (B)(6) 2023* follow up-- patient had a thread on left lower face that broke and poked out . Portion of the thread was successfully removed. Patient skin looked intact at the follow up 2 weeks ago. Patient still had mild discomfort on animation. Patient was seen yesterday -patient verbalized that the rest of the broken thread piece is poking the skin and creating discomfort. Patient here today for follow up with the same concern. On (B)(6) 2023* follow up-- after consent was obtained, an oral block was administered. After adequate time for analgesia, the left and the right threads were attempted to be removed. Partial removal of the right thread was achieved however, the left thread was not visible. Pressure was applied, ice was given, and the patient tolerated the procedure well. She was encouraged to follow up as needed. Patient states that the malfunction of the thread is impacting her everyday life from speaking, eating, kissing her children good night. She states that there is discomfort with movement." Novathreads offered the provider with medical advice, which they rejected. On january 18, 2023 patient contacted novathreads medical director requesting to speak with him directly regarding potential treatments. On january 19, 2023 novathreads medical director contacted the practitioner to explain we cannot provide direct medical advice to the patient and offering to answer any questions they have regarding her treatment or care. On february 1, 2023 provider sent a follow up email to nt medical director stating although the patient understands he is unable to answer her questions directly, the patient was adamant to express additional concerns. This is an ongoing investigation, therefore, additional information will be added.